Manufacturer narrative:
Report source is updated to include foreign as well as health professional. No other changes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3) the software team reviewed the case comments, no logs or exams were available. There was insufficient information to determine whether a software anomaly contributed to the reported behavior. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information in sections d and g4. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID 9735830, software version: 2.0.2 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: no parts have been received by the manufacturer for evaluation. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cervical spine procedure. It was reported that there was a 4 mm inaccuracy in depth. It was noted that the issue with inaccuracy was not isolated to a single instrument, but occurred for both the pneumatic drill and for the passive planar probe. It was noted that a cranial reference frame and optical tracking were being used. It was also noted that automatic registration was used. It was noted that the issue with the inaccuracy occured immediately prior to navigation. The issue led to an additional spin being taken with the imaging system. It was noted that after that spin, without touching or moving anything (including not moving a bed or the reference frame), navigation was "off" again. Since navigation was still "off", the surgery was completed without the use of navigation. It was noted that imaging was discontinued. The procedure was completed with a surgical delay of less than one hour. There was no impact on patient outcome. It was noted that the issue has not yet been resolved and that there has been an ongoing issue of depth discrepancies with this navigation system for this surgeon.